Manufacturer narrative:
Voluntary medwatch MDR report #: mw5152485.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead exhibited high and out-of-range pacing impedance. The rv lead remains in service. No adverse patient effects were reported.